Event description:
It was reported that this cardiac right ventricular (rv) lead is exhibiting noise signal. The lead presented pacing inhibition and over-sensing. Patient experienced an asystole for more than four seconds. The lead remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).